Manufacturer narrative:
Device evaluation: the product was discarded by the customer. Therefore, a product investigation could not be performed. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
As a result of follow up the physician's contact information was obtained and has been entered into section as an additional complaint reporter. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. If implanted, give date: not applicable as the lens was inserted and removed. If explanted, give date: not applicable as the lens was inserted and removed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of zxt150 19.5 diopter intraocular lens, the patient moved and the lens had to be removed. The physician had to enlarge the incision to be able to implant the new lens. It was also reported that the lens will not be available for evaluation as the lens was thrown away by the surgical technician